Event description:
A customer from the united states reported a (B)(6) cefoxitin screen for a staphylococcus aureus blood culture isolate in association with the vitek® 2 ast-gp75 test kit (lot 2750600103). The customer reported that the patient was on medications for multiple health issues. The customer initially tested the isolate from cna media on a different ast-gp75 card lot (27505222030) and the results were cefoxitin screen (B)(6) with (B)(6), (B)(6) ), and the daptomycin result was mic = 4. Repeat testing with a fresh isolate from bap media, and this card lot (2750600103), gave the same results of cefoxitin screen (B)(6) with (B)(6), (B)(6), and the daptomycin was mic=2. In addition, the pbp2a was positive and cefoxitin disk was (B)(6) (21mm). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states reported a false negative cefoxitin screen for a staphylococcus aureus blood culture isolate in association with the vitek® 2 ast-gp75 test kit (lot 2750600103). An internal biomérieux investigation was performed; however, the customer was unable to submit the strain for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 raw card data are required in order to assess organism growth in the vitek 2 card. Vitek 2 ast-gp75 lot # 2750522203 and 2750600103 met final qc release criteria and passed qc performance testing.